Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a failed selftest error. Customer blood glucose level was 264 mg/dl. Customer also stated he ate. Customer decline troubleshooting for high blood glucose level. Troubleshooting was performed. The product will return for the analysis.

Manufacturer narrative:
The pump was received with rf pic failed selftest alarm and high stop current due to faulty component on the radio frequency board. Pump passed the unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.